Event description:
Boston scientific received information that the right ventricular (rv) lead was non-functional. It was noted that the patient is in an assisted living facility and has a do not resuscitate order, thus no intervention will be taken.no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.